Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body and twist clamp became separated from the dark blue female connector of a peritoneal dialysis (pd) transfer set. This event occurred while disconnecting from pd solution. To resolve the issue, the pd transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information -. : age at time of event - reported as(B)(6) (no units reported). The device was received for evaluation. A visual inspection was performed with the naked eye noted the female connector separated from the main body. The insert was not present on the female connector however, there was evidence that one was previously present. The reported condition was verified. The direct cause of the event was determined to be inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.